Event description:
This report was received from global pharmacovigilance. This is a solicited case from a baxter employed nurse from portugal of peritonitis with culture positive for (B)(6) in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies (lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient experienced peritonitis. On the same day, the patient was started on remedial therapy of vancomycin (dose unknown, every 4 days, ip). On (B)(6) 2010, the patient began remedial therapy with rifampicin (dose unknown, daily, orally). At the time of this report, remedial therapies were ongoing. The nurse stated that the cause of the peritonitis was possibly related to catheter colonization with (B)(6). Extraneal viaflex and physioneal, unspecified product therapies were ongoing. It was not reported whether the peritonitis with culture positive for (B)(6) resolved. The nurse stated that the peritonitis with culture positive for (B)(6) was not related to extraneal viaflex and physioneal, unspecified product therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.